Manufacturer narrative:
Evaluation, results: inherent risk of procedure (stent deformation); patient¿s condition affected effectiveness of device (lesion morphology ¿ 80% stenosis and calcification); (deformation problem). Conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology ¿ 80% stenosis and calcification). Inherent risk of procedure (stent deformation). (B)(4).

Event description:
Physician attempted to use an endeavor resolute rx drug eluting stent to treat a lesion exhibiting 80% stenosis in the lad. The lad was calcified and occluded. The lesion was first pre-dilated twice at 12atm for 10 seconds. The endeavor resolute device was prepped prior to use with no issues noted. It was reported that the endeavor resolute device could not cross the lesion due to calcification. Resistance was not encountered at the lesion. No clinical sequelae were reported. The device was returned to the manufacturing facility and analysis revealed damage to the stent. Evaluation summary: the hypotube was slightly kinked and wavy however there would be no negative clinical effect on the patient. The distal tip was undamaged. The stent was not positioned correctly on the balloon between the inner shaft markers as per specification requirements, the stent has moved slightly distally. The 8th, 13th and 14th proximal segments were misaligned with slightly raised struts, the 8th distal segment was misaligned with raised struts and the 1st distal segment was deformed. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).